Event description:
It was reported that during an implant procedure, the right atrial lead was difficult to fix in the muscle with stability. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).